Event description:
It was reported that the patient was having trouble with inserting magic 3 go male coude intermittent catheter. Per follow up via phone on 31oct2023, it was reported that the patient received product that was jammed into the box and the catheters were bent. The patient had a hard time inserting them due this issue. Customer stated that the patient had to flatten the catheters out to be able to use them. Per follow up via phone on 20nov2023,it was reported that the catheters were jammed tightly in the packaging and caused them to be twisted and bent. Customer has to rotate the tube to align the catheter to be able to used it. Lot number juhr0307 was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was having trouble with inserting magic 3 go male coude intermittent catheter. Per follow up via phone on 31oct2023, it was reported that the patient received product that was jammed into the box and the catheters were bent. The patient had a hard time inserting them due this issue. Customer stated that the patient had to flatten the catheters out to be able to use them.